Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare the heartstart xl+ was experiencing the following: "beep sound is coming and x indication is not showing." There was no reported patient involvement.